Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that last saturday on (B)(6) 2021 she went to the ER for a problem with her right leg. Pt stated that it feels like a "funny bone". Pt clarified that she was walking down the street when all of the sudden she felt a "tickle" in her ankle (pt described it like hitting her funny bone) and the sensation went up to her waist and she hit the ground, pt stated someone had to help her up. Later that same day pt tried to put pajamas on and she felt the sensation and fell again pt stated that later that day she fell again when she went to go to the bathroom. Pt stated she fell about 6 times that day. Pt stated she was told to turn the ins off but even with therapy off she continues to feel this sensation always in the same area. Pt stated the implant hcp was notified. She has an appt scheduled but she is not sure of the date /time. Patient services (pss) is sending an fyi message to the local field rep about pt call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the tickling sensation was they went for a walk and as they were walking they felt the tickling down their right leg and ankle which made them fall. The stimulator was reprogrammed. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.